Manufacturer narrative:
(B)(4).

Event description:
The patient fell. Afterward the patient felt a warming around the implant site. He only felt stimulation on one side of his back and a burning sensation. A computed axial tomography scan was done but the cause of the burning sensation could not be determined. The patient status was reported as 'fair'. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.